Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 21jul2017 a patient (pt) called our affiliate in (B)(4) to report while wearing the 1-day acuvue moist brand contact lenses, he/she experienced redness and ¿felt dry in ou.¿ the pt reported he/she went to an eye care provider (ecp) and stated that the doctor diagnosed a ¿bacterial eye infection¿. The pt was prescribed an anti-inflammatory medication (name of the medication was not provided). The date of the event was reported as (B)(6) 2017. Multiple follow-up phone calls were made to the pt for additional medical information, but no additional information has been received. This event is being reported as a worst-case od event as the diagnosis and treatment were unable to be verified by the pts treating ecp. The pts os event will be submitted in a separate report. No suspect product has been received for evaluation. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 2616310113 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.